Event description:
It was reported that patient underwent a revision surgery of his inflatable penile prosthesis (ipp) due to break in right cylinder. No information about the patient outcome is available at the moment. Additional information was received. Rip in cylinder caused fluid loss.